Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that about a year prior to the call, the patient started noticing the stimulation would come on too strong when they were walking; it would randomly "hit them". They were requesting to have their device reprogrammed. They were redirected to see a doctor to check their device. Physician listings were sent to the patient since their doctor had retired.